Manufacturer narrative:
There were no samples or images available for review and a lot number was not provided. Without the sample to review, a definite root cause and corrective action cannot be established. If the sample is returned at a future date, the complaint will be reopened for further evaluation.

Event description:
When flushing, the vascular access team member noticed the clear portion of the hub was cracked and began to leak. The PICC catheter was removed and a new device was placed via a wire.